Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided due to the health insurance portability and accountability act (hipaa). The explanted device was not returned to edwards for analysis because it was discarded at the hospital. At this time, edwards is unable to conclusively determine the root cause for this event with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this device was explanted after an implant duration of six (6) years. The reason for explant is unknown. The explanted valve was replaced with a 21mm pericardial bioprosthesis and the patient was later discharged on pod #12. No additional details were provided.